Event description:
Ongoing symptoms of shortness of breath with minimal exertion then at rest and required sitting upright to sleep. Went to ER (emergency room) to evaluate symptoms and transferred from rural critical access hospital to larger facility with cardiology capability. Treated for heart failure/fluid overload and stabilized, still requiring oxygen for home use as well as additional treatment for heart failure. Echocardiogram showed significant failure of the valve with stenosis and regurgitation. The cardiologist told us today about the recall of the trifecta gt tissue heart valve that was implanted here at the same hospital (B)(6) 2018. The hospital is (B)(6) hospital; the implanting physician (B)(6), and the serial number for the device:(B)(6) model # tfgt-23a. Patient (B)(6), dob (B)(6) 1957. We never received any notification about the recall or any information about how this device's failure would adversely affect (B)(6) life and well-being. This is very frustrating. He has been disabled due to a complication from a prior chest surgery so the gradual deterioration of the heart valve was not as obvious as it would have been in an active person. We would have sought treatment much sooner if we had known about the product failure! Elevated bnp over 640 due to fluid overload with elevated hs troponin of 44 & 45 due to myocardial stress from the fluid overload, new requirement for oxygen (sat in low 80's on room air) significant dyspnea w/ audible wheezing with minimal exertion and orthopnea. Required hospitalization, cardiology consult and IV diuretics to relieve fluid overload. (B)(6) is diabetic and the stress has caused a previously well controlled blood glucose to become elevated further stressing his kidneys.